Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd4 2.5% therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On (B)(6) 2012, the patient had diarrhea twice. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2012, the patient was treated with cefazoline and fortum. The outcome for the event of diarrhea was not reported. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis diarrhea. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received from the nurse. The nurse confirmed the event of peritonitis and the hospitalization date previously reported. On (B)(6) 2012, the patient recovered from the peritonitis and was discharged from the hospital. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.